Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6a., d.6b., h.6.

Event description:
Patient reported capsular contracture baker grade IV. This record is for right side. The device has been explanted.

Event description:
Patient reported capsular contracture baker grade IV. This record is for right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: event is not applicable for analysis. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4; a5; a6; d9; h3; h6.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.